Event description:
An arjohuntleigh service technician has visited site and reports: "caregiver was transporting lift in patient room when the spreader bar fell from the jib and fell to the ground. The incident did not cause any injuries to anyone nor did the incident occur during transfer of a patient."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Further information will be provided upon conclusion of the manufacture's investigation.